Event description:
Additional information received that surgical intervention was undertaken wherein the ipg was replaced on (B)(6) 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing pain around the scs ipg (manufacturer report number 3006705815-2017-01528) and difficulty charging the scs ipg. Troubleshooting was attempted multiple times to connect the scs ipg with the external devices but failed to resolve the issue. As a result, surgical intervention may be undertaken at the later date to address the issue.